Event description:
It was reported that the patient received inappropriate therapy for svt due to atrial undersensing. Programming changes were made to resolve the issue and the patient was doing well. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.